Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one kit urine recollection 8.0 coni no add has been found producing erroneous results. The following has been provided by the initial reporter: material no: 368593 batch no: unknown it was reported the instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. Using a new rosch 8000 analyzer. Instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. I am reaching out now to ask a question regarding thc (cannabanoids). The package insert for our thc states that thc and its derivatis may adsorb onto plastics used for sample collection containers, effectively lowering the drug concentration of the sample. Do you or anyone know at your company is the bd urine collection kits that have the cup, the yellow conical tube and the grey tube for micro interfere?

Event description:
It has been reported that one kit urine recollection 8.0 coni no add has been found producing erroneous results. The following has been provided by the initial reporter: material no: 368593 batch no: unknown. It was reported the instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. Using a new rosch 8000 analyzer. Instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. I am reaching out now to ask a question regarding thc (cannabanoids). The package insert for our thc states that thc and its derivatis may adsorb onto plastics used for sample collection containers, effectively lowering the drug concentration of the sample. Do you or anyone know at your company is the bd urine collection kits that have the cup, the yellow conical tube and the grey tube for micro interfere?

Manufacturer narrative:
Correction: manufacturing location has been changed to unknown. The following information has been updated: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.1. Medical device brand name: becton dickinson. G.1. Manufacturing location: becton dickinson.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one kit urine recollection 8.0 coni no add has been found producing erroneous results. The following has been provided by the initial reporter: material no: 368593, batch no: unknown. It was reported the instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. Using a new rosch 8000 analyzer. Instructions for machine say that utilizing plastic tubing can falsely lower test results with thc. There is no specific lot number regarding this concern. I am reaching out now to ask a question regarding thc (cannabinoids). The package insert for our thc states that thc and its derivatives may adsorb onto plastics used for sample collection containers, effectively lowering the drug concentration of the sample. Do you or anyone know at your company is the bd urine collection kits that have the cup, the yellow conical tube and the grey tube for micro interfere?